Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 06/12/2015, electrode belt: 7/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was alone and at home at the time of passing. Review of the download data revealed that prior to passing, the patient received 6 treatments from the lifevest. At 3:03:14 pm, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was sinus rhythm at 60 bpm with trigeminal pvcs. From 4:30:44 pm through 4:32:31 pm, the patient was treated inappropriately 5 times by the lifevest. The patient's rhythm at the time of all 5 shocks and post-shock was asystole. Cardiac amplitude oversensing contributed to the false detection. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.